Manufacturer narrative:
Company comment: the serious expected events of vascular occlusion and necrosis at implant site were possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-may-2024 by a physician concerning a male patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with around 0.1 to 0.2 ml of restylane refyne to glabella (unknown lot number, injection technique and needle type). After treatment, the patient experienced vascular occlusion (vascular occlusion) at the implant site. As a corrective treatment, the patient was injected with hyaluronidase [hyaluronidase] for three days. Later, the patient experienced necrosis (implant site necrosis) in the glabellar area/forehead area. The reporting physician asked advice on further wound treatment. Outcome at the time of the report: vascular occlusion was unknown. Necrosis was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-may-2024 by a physician concerning a male patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with around 0.1 to 0.2 ml of restylane refyne to glabella (unknown lot number, injection technique and needle type). After treatment, the patient experienced vascular occlusion (vascular occlusion) at the implant site. As a corrective treatment, the patient was injected with hyaluronidase [hyaluronidase] for three days. Later, the patient experienced necrosis (implant site necrosis) in the glabellar area/forehead area. The reporting physician asked advice on further wound treatment. Outcome at the time of the report: vascular occlusion was unknown. Necrosis was unknown. Tracking list: v.0 initial, v.1 several follow-up attempts were made with the reporter without receiving a response. Case version created to submit final mir.

Manufacturer narrative:
Company comment: the serious expected events of vascular occlusion and necrosis at implant site were possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Several follow-up attempts were made with the reporter to obtain additional information and the lot number but no response was received. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.